Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was observed in the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient underwent replacement with the following devices: (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7747117 sn: (B)(6) and (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9376819 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 27, 2023, mentor received additional information indicating that the patient was also diagnosed with left breast implant on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade iii) the diagnosis was confirmed by a physician upon examination. As a result, the patient underewent bilateral explantation on (B)(6) 2020 and replaced with unspecified mentor gel breast implants. This report is for the patient's right-sided device.